Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70. Serial/lot: (B)(4). Description: linear 3-4 lead 70cm.

Event description:
A report was received that the ipg was not holding a charge and the patient was not able to feel the stimulation if not laying in a flat position. A database analysis indicated that the ipg was working as expected. X-ray results indicated lead migration. The patient decided not to proceed with any course of action. Later, the patient reported that the intensity of the stimulation increased causing her to fall and have temporary paralysis.